Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
During a surgical procedure to remove a tumor, the cusa monitor stopped with an alarm reading hp cooling. Consequently the surgical team was required to obtain equipment from another building to continue the procedure. The event resulted in a delay in surgery time. No pt injury. The product was repaired at the reporting hospital. No pt injury occurred as a result of the event.